Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that it was functioning within specifications but had reduced capacity due to overdischarge. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharge. After recharging, there was good stable output from the ins and telemetry and coupling were acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that this information was confirmed with the physician.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. The main component of the system and other applicable components are: product ID: 3550-29, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was having difficulty with recharging. The rep reported that the patient had a hard time understanding how to use the recharger and was frustrated with coupling issues. The rep reported that the patient didn¿t like the length of time it takes to recharge. The rep reported that the patient¿s battery was overdischarged and had not been able to use ins for 5 months due to recharge burden. The patient previously had a non-rechargeable battery and loved it. The rep reported that they reeducated the patient on recharger and recharging needs on 2018-01-02. It was unknown if the issue was resolved at the time of the report. It was unknown if surgical intervention occurred or was planned. No further complications were reported. On 2018-01-16, (B)(6) (rep): no new information.